Event description:
A surgeon reported having a number of patient experiencing an inflammatory reaction a few weeks to a few months following intraocular lens (iol) implant surgery. He also noticed clouding on the anterior surface of the lens. He stated that "the patients still see fine."

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 11/05/2008.